Event description:
As reported, there was resistance felt while delivering a 10mm x 26mm 135cm .035 palmaz genesis pre-mounted stent delivery system (sds) to a lesion in the left subclavian artery. Prior to reaching the lesion, the stent fell off of the delivery system in an unintended location and required the use of an unknown snaring device to retrieve the stent from the patient. After the genesis stent was removed, a 9mm x 30mm precise pro rx self-expanding stent (ses) was successfully implanted in the left subclavian artery. There was no reported vessel trauma caused by the genesis stent and the patient had recovered post procedure. The subclavian artery lesion was tortuous, had an 80% stenosis, and calcification was present. There were no signs of acute angulation or bifurcations at the lesion and the device was not being used to treat a chronic total occlusion (cto). A long 7f non-cordis catheter sheath introducer (csi) was used to access the femoral artery for the procedure. There were no damages to this csi and the access site did not show any signs of calcification or tortuosity. There was no resistance or friction experienced as the device was being inserted into the patient. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty prepping the device or removing the sterile packaging. The device was put into an acute bend during this procedure but there were no signs of kinking observed on the device. It was reported that there was never an attempt to intentionally release the stent. The device was not returned as expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82211306 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was resistance felt while delivering a 10mm x 26mm 135cm .035 palmaz genesis pre-mounted stent delivery system (sds) to a lesion in the left subclavian artery. Prior to reaching the lesion, the stent fell off of the delivery system in an unintended location and required the use of an unknown snaring device to retrieve the stent from the patient. After the genesis stent was removed, a 9mm x 30mm precise pro rx self-expanding stent (ses) was successfully implanted in the left subclavian artery. There was no reported vessel trauma caused by the genesis stent and the patient had recovered post procedure. The subclavian artery lesion was tortuous, had an 80% stenosis, and calcification was present. There were no signs of acute angulation or bifurcations at the lesion and the device was not being used to treat a chronic total occlusion (cto). A long 7f non-cordis catheter sheath introducer (csi) was used to access the femoral artery for the procedure. There were no damages to this csi and the access site did not show any signs of calcification or tortuosity. There was no resistance or friction experienced as the device was being inserted into the patient. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty prepping the device or removing the sterile packaging. The device was put into an acute bend during this procedure but there were no signs of kinking observed on the device. It was reported that there was never an attempt to intentionally release the stent. The device has now been returned. Addendum: pe completion on 23-oct-2022 revealed that the stent is fractured.

Manufacturer narrative:
Complaint conclusion: there was resistance felt while delivering a 10mm x 25mm 135cm .035 palmaz genesis pre-mounted stent delivery system (sds) to a lesion in the left subclavian artery. Prior to reaching the lesion, the stent fell off the delivery system in an unintended location and required the use of an unknown snaring device to retrieve the stent from the patient. After the genesis stent was removed, a 9mm x 30mm precise pro rx self-expanding stent (ses) was successfully implanted in the left subclavian artery. There was no reported vessel trauma caused by the genesis stent and the patient had recovered post procedure. The subclavian artery lesion was tortuous, had an 80% stenosis, and calcification was present. There were no signs of acute angulation or bifurcations at the lesion and the device was not being used to treat a chronic total occlusion (cto). A long 7f non-cordis catheter sheath introducer (csi) was used to access the femoral artery for the procedure. There were no damages to this csi and the access site did not show any signs of calcification or tortuosity. There was no resistance or friction experienced as the device was being inserted into the patient. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty prepping the device or removing the sterile packaging. The device was put into an acute bend during this procedure but there were no signs of kinking observed on the device. It was reported that there was never an attempt to intentionally release the stent. The product was returned for analysis. A non-sterile severely damaged genesis stent component, allegedly part of a 10mm x 26mm 135cm .035 palmaz genesis stent delivery system (sds) was received for analysis inside a plastic bag. Neither the stent delivery system nor any other component was received for evaluation. Per visual analysis, the damaged received stent was observed to be damaged. A product history record (phr) review of lot 82211306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-dislodged - in patient¿ was confirmed through analysis of the returned device. The reported ¿stent - fractured¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The reported ¿stent delivery system (sds)-ses- tracking difficulty¿ was not confirmed through analysis of the returned device. Procedural images were not provided for review. Based on the information available for review, vessel characteristics (tortuosity, calcification and a rate of stenosis of 80%) may have contributed to the event as evidenced by the damages noted on the stent during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: there was resistance felt while delivering a 10mm x 26mm 135cm .035 palmaz genesis pre-mounted stent delivery system (sds) to a lesion in the left subclavian artery. Prior to reaching the lesion, the stent fell off of the delivery system in an unintended location and required the use of an unknown snaring device to retrieve the stent from the patient. After the genesis stent was removed, a 9mm x 30mm precise pro rx self-expanding stent (ses) was successfully implanted in the left subclavian artery. The subclavian artery lesion was tortuous, had an 80% stenosis, and calcification was present. There were no signs of acute angulation or bifurcations at the lesion and the device was not being used to treat a chronic total occlusion (cto). There was no reported vessel trauma caused by the genesis stent and the patient had recovered post procedure. A long 7f non-cordis catheter sheath introducer (csi) was used to access the femoral artery for the procedure. There were no damages to this csi and the access site did not show any signs of calcification or tortuosity. There was no resistance or friction experienced as the device was being inserted into the patient. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty prepping the device or removing the sterile packaging. The device was put into an acute bend during this procedure but there were no signs of kinking observed on the device. It was reported that there was never an attempt to intentionally release the stent. The product was not returned for analysis. A product history record (phr) review of lot 82211306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ and ¿stent delivery system (sds)-ses tracking difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity, calcification and a rate of stenosis of 80% in the subclavian artery may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.